Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly burst when the pressure was increased to 26 atm. It was further reported that the balloon was removed together with the sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 10/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to have peeled pebax and unraveling near its distal tip. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon. The balloon fibers were stripped and under microscopic examination, a pinhole rupture was noted to the balloon near the distal tip. No other functional testing was performed. Therefore, the investigation is confirmed for the reported pinhole balloon rupture as a pinhole rupture was noted near the distal tip of the balloon under microscopic examination. The investigation is inconclusive for the reported difficulty in removing balloon from sheath as no failure of the evidence could be determined. The investigation is confirmed for the identified peeled pebax and unraveled fibers as the balloon was noted to have peeled pebax and unraveling near its distal tip. A definitive root cause for the reported pinhole balloon rupture, reported difficulty in removing balloon from sheath, identified peeled pebax and identified unraveled fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2024), g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured when the pressure was increased to 26 atm. It was further reported that the balloon was removed together with the sheath. There was no reported patient injury.